Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2024 during which the whole system was explanted.

Event description:
It was reported patient had two falls and their lead had migrated. This issue was confirmed via x-rays. Surgical intervention may be pending to address the issue.